Event description:
The device was explanted and returned to manufacturer due to a device recall. The pump had been implanted for 84 months. The pump was received with the catheter access port detached. Final patient outcome was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.